Event description:
The device was returned by the customer for evaluation and repair of the issue of not turning on during reprocessing. There is no patient involvement. Upon evaluation of the returned device, it was observed that the power switch at the front was damaged with cracked protective cover and plastic cap torn off. This medwatch is being submitted for the reportable issue of the cracked protective cover and plastic cap torn off of the front power switch as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the power switch at the front was damaged with cracked protective cover and plastic cap torn off. This caused the device to not turn on. The user¿s complaint was confirmed. Other observations for the device are that the air pressure is low due to faulty air pump unit, air joint unit and connector socket are worn out, and four suction feet at the bottom have weak suction force. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged power switch could not be determined. Olympus will continue to monitor field performance for this device.